Event description:
The customer called ascensia customer service to seek assistance with their contour® plus blue meter. During troubleshooting, it was discovered there were missing segments on the meter display. There was no allegation of an adverse event. The device is not expected to be returned for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
Despite three follow-up attempts, the device could not be requested back for evaluation from the customer. Therefore, a device history record was reviewed for the suspected contour® plus blue meter with serial # (B)(6) and no manufacturing anomalies were found. The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The contour® plus blue meter does not have an expiration date. Therefore, no information was captured in section d4 (expiration date). The warranty period of the meter is 5 years from the date of the original purchase.